Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information: received indicates the ventricular sensitivity was reprogrammed for apparent oversensing and subsequent "pauses" in ventricular pacing. Also reported, atrial oversensing; programming changes to be made. Both atrial and ventricular pacing leads remain in use. The patient is pacemaker dependent. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent atrial undersensing or intrinsic events occurring in the refactory period on the right atrial lead. No programming changes were made, and the lead remains in use. It was further reported that the right ventricular lead had possible oversensing and was "withholding the ventricular pace." The sensitivity on the ventricular lead was reprogrammed. The lead remains in use. No known patient complications were reported as a result of this event.